Event description:
Initial information 10/27/2010: boston scientific crm received info that the patient with this lead cut the device out of their chest. This lead was intact. The device was placed back in the pocket. It had not been determined yet whether or not to replace or remove the system. No adverse patient effects have been reported. Additional info received 11/29/2010: the system was explanted at a later date due to a patient infection. No additional adverse patient effects have been reported.

Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.